Event description:
It was reported to technical services on (B)(6) 2011, that his patient is very upset they have this lead in and they want it explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).